Manufacturer narrative:
Received a picture from the customer showing a broken collar of the secure lock male luer. Received one (1) used list #146870489 primary plum set with spin collar of the secure lock male luer. Cracking was also observed on the collar. The complaint of a cracked/broken leur lock can be confirmed. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Possible lot numbers and 13725918 and 13725933.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that during an infusion to a critical care patient, the luer lock cracked/broke while adjusting the line to a different port on a manifold. Immediately removed and replaced. The nurse unhooked the infusion tubing and place on a different port and when attempting to reattach the luer lock cracked/broke.